Manufacturer narrative:
(B)(6) 2016 - the event date has been corrected. The returned instruments were subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported events. The review of the specific device history records (DHR) for the products detailed above verified that the guide wires were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. So the devices were in accordance with the specifications at the time of delivery. The technical investigation of the affected guide wires revealed ptfe coating delamination. Laboratory simulations showed that external environmental conditions which exceed the specified storage conditions (<40 degrees c, store in a dry location) might lead to a weakening of the adhesion of the ptfe coating. Galeo products that are kept at the specified storage conditions (<40 degrees c, store in a dry location) are functional and non-defective.

Event description:
Ous MDR' the coating of the guidewire was found to be peeling or flaking off. There were no adverse patient side effects reported. After a historical review of our records, this event was recognized as reportable to FDA.